Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that suddenly cooling was started when the arctic sun device was used with normothermia. Per review of wo on 24apr2025, device was used on patient. There was no patient injury report.

Manufacturer narrative:
The reported issue was unconfirmed. At this time, the root cause of the reported event could not be determined. The reported issue could not be reproduced. The arctic sun 5000 was evaluated upon receipt. During the evaluation it was found that the reported issue could not be reproduced. (Arctic sun 5000) no error code observed. No repairs performed as the reported issue could not be reproduced. Unit did calibration. Device passed all applicable testing. DHR and labeling reviews are not required as the reported event is unconfirmed. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that suddenly cooling was started when the arctic sun device was used with normothermia. Per review of wo on 24apr2025, device was used on patient. There was no patient injury report. Per follow up information received via mail on 25apr2025, the device was sent to imi. The issue has not been resolved. The issue was not reproduced.